Event description:
Thrombosis of previously implanted stent, causing acute myocardial infarction. Pt required emergency cardiac catheterization and repeat percutaneous coronary intervention. A johnson & johnson cypher stent had been placed in the left anterior descending coronary artery.